Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens, bubbled downstream occlusion (dso) seal and a stiff latch lock. During analysis, the customer's concern regarding "system error code 41622" was confirmed. Service will replace the dual flag gear and camflex circuit to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a system error code "41622". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.